Event description:
Pt went to cath lab-pacer stopped working x2 during cath. Procedure all connections checked, seemed o.k. Pt then transferred to unit. Pacer changed out so that cath lab could have their unit back. This unit (#2) is being returned as a precaution. While connected to this unit, their were episodes of pacer not working, battery changed, pt expired. Pt had problems in cath lab-unit changed. Still had problems with 2nd unit. Reporter suspects the problem was with the actual leads, but by the time administration aware, pt already at morgue, leads tossed out.